Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Smartset hv bone cement claim letter record received. Clam letter alleges pain, discomfort, instability and difficulty ambulating caused by aseptic loosening by the defective smartset hv bone cement. It was also reported that the patient had chronic instability, poly wear, and internal rotation of the femoral component. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6(patient codes) h6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 30 dec 2019. Medical records were reviewed to identify patient harms/product issues. On (B)(6) 2015, the patient underwent a left knee arthroplasty with implantation of competitor products and two depuy cement products. On (B)(6) 2015, the patient underwent a left knee manipulation under anesthesia due to pain, discomfort, scar tissue, decreased range of motion, and arthrofibrosis. No products were revised. On (B)(6) 2019, the patient underwent a left knee revision due to pain, discomfort, instability, walking difficulty, poly wear, femoral mispositioning, swelling, stiffness, numbness, weakness, popping, nerve damage, fatigue, and crepitus.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.